Event description:
The customer's mother stated that the customer was hospitalized, due to hyperglycemia. It was reported that the blood glucose reading on the glucometer read "hi". Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test failed. It was advised that the customer revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.